Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-08940. It was reported that the tip ripped off. The target lesion was located in iliac artery. An opticross¿ 18 imaging catheter was selected for use. During the procedure, a kink was noticed and the tip of the opticross¿ 18 imaging catheter was ripped off. The physician took the opticross¿ 18 imaging catheter out and used another of the same device. However, both issues happened again. Thus, the second opticross¿ 18 imaging catheter was removed from the patient's body and they did not perform ivus. No patient complications were reported and the patient is fine.